Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event- (B)(6) 2023.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The ht command 18 guidewire was advanced through the diagnostic catheter to access the artery and was used; however, the sheathing of the wire peeled off. Another non-abbott guidewire was used to complete the procedure. There is the potential that the coating remain in the patient. No additional information was provided.

Event description:
Subsequent to the previously filed report, returned device analysis identified a separation of the polymer coating material at the proximal end. The account stated that the polymer likely separated while inside the patient; however, nothing was left in the patient. The separated piece was likely retrieved with the catheter when the catheter was removed. The polymer was discarded by the account. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled / delaminated core was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the noted peeled / delaminated core appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.